Manufacturer narrative:
Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Medtronic received a report that the tracheal tune had a cuff leak. The patient passed away after the treatment, but no relation to the device is suspected at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.